Manufacturer narrative:
Citation: watanabe y comparison of multislice computed tomography findings between bicuspid and tricuspid aortic valves before and after transcatheter aortic valve implantation. Catheter cardiovasc interv. 2015 aug;86(2):323-30. Doi: 10.1002/ccd.25830. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of bicuspid and tricuspid aortic valves before and after transcatheter aortic valve implantation (tavi). All data were collected from a single center between 2009 and 2013. The study population included 67 patients (predominantly male; mean age 83 years), 44 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: post-procedural mean pressure gradient of 11 mmhg, paravalvular leak (pvl), under expansion, and second valve implant. Multiple manufacturers were noted in the literature; based on the available information, a possible correlation could be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.